Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to elevated cobalt chromium levels. The acetabular cup and femoral head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 allegedly due to elevated cobalt chromium levels. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This medwatch, 0001825034-2012-02442, is a duplicate of medwatch 0001825034-2013-04203. This medwatch, 0001825034-2012-02442, is considered closed at this time.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02441 & 02442).